Manufacturer narrative:
Evaluation of the returned pod pc pusher assembly confirmed that the embolization was detached from the pusher assembly and revealed that the ddt was fractured off from the distal tip of the pusher assembly. If the pod pc is forcefully retracted against resistance during use, the ddt may fracture off from the distal polymer of the pusher assembly. This damage likely results in the embolization coil detaching from the pusher assembly during the procedure. The detached embolization coil and pusher assembly ddt were not returned for evaluation; therefore, functional testing was unable to be performed and the root cause of the resistance could not be determined. Further evaluation of the device revealed a kink near the proximal end of the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils, pod packing coils (pod pcs), and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous. During the procedure, the physician successfully placed two ruby coils in the target vessel using the lantern. The physician then advanced a pod pc in the target vessel using the lantern; however, the physician decided to retract the pod pc to reposition it. While retracting the pod pc, the poc pc unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.